Event description:
Major pump unit(s) involved: external control system failure.specific component(s) involved: external battery malfunction.

Event description:
Major pump unit(s) involved: external control system failure;red heart alarms: power.specific component(s) involved: external battery malfunction;battery contacts needed cleaning.causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for system.intervention(s): replacement of external battery;retraining for all family care givers.implant device type: lvad.